Event description:
A vascular intervention was performed in the cath lab to clear a left main and circumflex lesion which was heavily calcified at the circumflex and left main coronary arteries and at an angle of greater than 90 degrees. The lesion was accessed via the femoral, using a 6fr sheath, 6fr guiding catheter, and an 0.014" guidewire. The physician made 2 passes with the elca at 45/25 and 60/45. When he went to 60/60 on one last pass, he noticed a small perforation which was contained in the myocardium and not in the epicardial space. He attempted to deliver a covered stent and was unsuccessful. He did successfully deliver a bare metal stent. The pt remained stable throughout the procedure and the surgery was concluded. The pt was brought back several days later to fix the right coronary artery (rca). The surgeon looked at the left system first and noticed there was still some extravasation at the site of the perforation. He then delivered a covered stent and proceeded to fix the rca. The pt remained stable and was doing very well. The physician reported that he did not feel the laser was in any way at fault.